Event description:
While resecting during turp (transurethral resection of the prostate) procedure using the olympus bipolar machine, the disposable loop (resection electrode) broke off in the bladder. The broken off portion of the loop was not visualized. A cystoscope was used to visualize the bladder and urethra; the loop was not found. The specimen was checked for the loop, as well as the drapes and floor. A portable x-ray was ordered and read as negative. Cystoscopy was performed one last time and still nothng was visualized.